Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported: "intermittently losing signal.". No patient impact or consequences were reported.